Event description:
Pt experienced deep vein thrombosis. PICC line was removed and replaced. No additional info has been provided by the reporter.

Manufacturer narrative:
Pt and device codes: deep vein thrombosis is not labeled in the IFU. Event evaluation: still under investigation.